Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not giving her any audio when set to audio and vibrate. The customer blood glucose level was 250mg/dl. Customer stated that she turned vibrate off and now it was beeping they turned the vibrate on, and it is beeping now. Customer declined to further troubleshooting. The device will not be returned for analysis.